Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction : upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-97637. Please disregard this report and refer to MFR. Report number 2016493-2025-97823.